Manufacturer narrative:
The check of the manufacturing chart did not show any anomaly on a total of 23 h max s #13 stems manufactured with lot# 201713085. No other complaints reported on the same lot#. We will send a final emdr once the evaluation will be concluded.

Event description:
Hip revision surgery done on (B)(6) 2018 due to femoral greater trocanter fracture. According to the info reported, gt femoral fracture left the stem, implanted during previous surgery performed on (B)(6) 2018, unstable. No root cause for femoral fracture was provided by complaint source (e.g. Surgical error during primary surgery, patient's fall, any trauma etc.). Surgeon satisfied with the final stability of the implant. Event occurred in (B)(6).

Manufacturer narrative:
Check of DHR: the check of the manufacturing chart did not show any anomaly on a total of (B)(4) h max s #13 lateralizing stems manufactured with lot# 201713085. No other complaints reported on the same lot#. Explants analysis: explants not available to be returned to limacorporate for further analysis. According to the info reported, explants were disposed of as per hospital policy. X-rays analysis: no x-rays provided. With only the very few info available on this case, we cannot go back with certainty to the root cause of the event (femur fracture). By the analysis performed, this cannot be classified as a product-related case. Pms data: we are aware of a total of 5 cases of revision surgeries due to bone femoral fracture involving an h-max s stem (standard + lateralized) belonging to the families 4250.20.xxx-4251.20.xxx on a total of (B)(4) h-max s stems sold ww from 2009. This gives a specific very low revision rate of (B)(4). All the complaints received have been classified as not product related: surgical factor or patient's fall were the most likely causes for the events reported. No corrective action for this specific case. Limacorporate will continue monitoring the market.

Event description:
Early hip revision surgery performed on (B)(6) 2018 due to femoral greater trocanter fracture. According to the info reported, femoral bone fracture happened at primary surgery (done on (B)(6) 2018) hence the close revision surgery date. Complaint source reported that gt femoral fracture left the stem previously implanted unstable but no info about root cause for the fracture experienced (e.g surgical factor, patient's fall, any trauma, etc.). The h-max s stem, code 4251.20.130, lot# 1713085 implanted on (B)(6) 2018 was replaced by a revision stem code 3814.15.010, lot# 1708767. Surgeon satisfied with the final stability of the implant. Event occurred in australia.